Event description:
Allegedly, the patient was revised due to pain and pseudotumor.

Manufacturer narrative:
This is the same event as 3010536692-2014-01513, -0514, -0515. This report will be updated when investigation is complete.